Event description:
It was reported that the caller experienced a time discrepancy with their pump, which was being incorrectly displayed. There was no adverse impact to the customer¿s blood glucose level, with levels not exceeding 500 mg/dl or falling below 54 mg/dl. Customer technical support assisted the caller in updating the pump time and advised them to monitor and follow up if the time discrepancy exceeded 5 minutes again. The caller understood and acknowledged the advice given.